Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: the information in this complaint states that the patient received two proximal stent grafts (2 x ztlp-p-34-161-ci) on 26nov2012. After the procedure, the device was reported patent and no evidence of endoleak was observed. However, on the follow-up CT's at year five an endoleak type 1b was noted. The imaging review confirmed a type 1b endoleak on the follow-up CT's for the caudal proximal component. The endoleak was found in a mural thrombus, lining the fabric of the stent graft to the aorta wall. The thrombus, and thereby the endoleak, developed during year four and five due to dilation of the distal zone diameter, which caused an expansion beyond the designed diameter of the sealing stent. The endoleak did not communicate with the aneurysm sac and was only seen going into the seal zone mural thrombus. Based on the information in the event description and imaging review the cause for type 1b endoleak is likely the patient's intrinsic disease of the seal zone. The pattern and time course of the distal thoracic aortic expansion in the seal zone and the growing distal aneurysm indicates that the disease developed during the years. No evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) p140016. (B)(4). Investigation is in progress.

Event description:
Description of event according to study: on (B)(6) 2012, the patient received two proximal components: ztlp-p-34-161-ci, lot # e2870953 and ztlp-p-34-161-ci lot # e2837120 . No additional procedures or devices were needed. On the completion angiogram, the analysis noted that the device was patent with no evidence of an endoleak or kink. The patient was discharged from the hospital on (B)(6) 2012. 5 years: (B)(6) 2017 analysis: aneurysm diameter 83 mm, devices patent and intact with no kinks. Both a type ib and a iib endoleak were noted. Analysis comments: there is now a non-obstructive thrombus within the graft that was not present on the 48 CT, which is relatively large (35 mm long x 17 x 10 mm). The interval growth of this thrombus may place the patient at risk for embolization distally or potentially could diminish flow if it continues to enlarge. Patient outcome: no secondary interventions have been performed and the patient has completed the study.